Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6) upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing multiple stations. A technical support specialist identified that the carefusion coordination engine (cce) event log archive had filled the c: drive due to excessive logging from an outdated c2safe adapter, which generated repeated events and exhausted disk space. The tss reported that hospital information technology team changed the event log settings from archive to overwrite and added additional space to the c: drive. Message flow was restored successfully from the hosts cce to the enterprise server (es). The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over to multiple pyxis stations across three units: 3 west, 8 west, ER. The issue occurred approximately 30 minutes prior to reporting, and no network or power outages had been reported earlier. Nurses were able to view patient profiles on the stations; however, verified orders were not coming through. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.